Manufacturer narrative:
The user facility reported that an armboard detached from the surgical table during a patient procedure. The user facility confirmed that no injuries were reported to the patient or hospital staff. Steris contacted the user facility to obtain additional event information, however no information was provided. A steris technician inspected the armboard and found the clamps and knobs whose function is to attach the armboard to the table were worn; also the attachment where the armboard is secured to the surgical table side rail was worn. The armboard is not under steris service contract and is maintained and serviced by the user facility. The armboard was replaced and no further issues have been reported with the equipment. The armboard subject of this event exceeded its useful life of 5 years and should not have been used in the condition observed. The anesthesia armboard operating instructions state: "warning - safeguard patient: inspect all surfaces and hardware of armboard prior to use. Do not use equipment if worn, damaged, or pieces are missing."

Event description:
(B)(4).